Event description:
A malfunction alarm was reported with malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, resolved the issue, and was instructed to continue using the pump, with the advice to call back if the malfunction recurred.